Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, resistance was experienced upon delivery to the target lesion that the tissue was too thick to be grasped. It still cannot be picked up after replacing the new product. There was no patient injury.